Event description:
It was reported that the user experienced hyperglycemia while using the ilet system with an inset 23" 6 mm infusion set, without device alarms or observed leaks, and confirmed elevated blood glucose by fingerstick; after troubleshooting and education, the user performed an infusion set change and later reported glucose improvement. Symptoms included elevated blood glucose. Outcomes included no hospitalization, no medical intervention, no use of backup therapy, no ketone testing, and no acute health effects. Investigation included user interview, troubleshooting, and follow-up. Investigation of this case revealed that the specific cause of the hyperglycemia was unclear, with no device alarms or infusion set defects identified and resolution after a site change. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.